Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using batteries. The device was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2, pi, spco and pulse rate readings using masimo sensor within reasonable time. A ¿comparison test¿ was performed between customer returned device against masimo test device and sensor. The readings were taken three times for each device and sensor combination. Customer device displayed measurements that were comparable to masimo test device and sensor. All test measurements were within specifications. Customer complaint was not duplicated. The device was found to be fully functional.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the spco value takes very long to display and value has a big variability in the same clinical and environmental situations (from 1 to 11). No patient impact or consequences were reported.